Event description:
It was reported that a spectrum infusion pump was not able to detect air in tube during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'not able to detect air in tube' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification ultrasonic sensor readings. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.